Manufacturer narrative:
This MDR is the result of an investigation finding. Device evaluation: our quality engineer inspected the sample for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard was provided for investigation. The sample exhibited evidence of use. A v-shaped breach was observed in the tubing near the tip, which was consistent with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
The cause of the abnormality is unknown (not marked by the customer) (B)(6) 2025. The customer doesn¿t respond and there is no additional information is available from the customer;